Event description:
Additional information received reported that the patient saw the physician on (B)(6) 2014 and it was determined that the implantable neurostimulator (ins) did not move. Even though the coupling was weak, there was no need to do any surgical interventions at the time of the report.

Event description:
It was reported that the patient had difficulty recharging their implantable neurostimulator (ins) and it was noted that the ins seemed to have shifted in the pocket in their abdomen. It was not confirmed that the ins was flipped. The ins was now protruding out and they had difficulty getting any more than 2 coupling bars (¿unable to get a strong coupling¿). There were no diagnostics or troubleshooting performed but it was noted that the patient had an appointment scheduled for (B)(6) 2014 with their doctor to evaluate the ins position in the pocket and to evaluate for a pocket revision. The patient¿s status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).